Event description:
On 17-jun-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 450 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted to the hospital on (B)(6) 2026, treated with multiple daily insulin injections during hospitalization, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while using the ilet system. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment. During follow-up, the user confirmed that neither the infusion set in use nor the replacement infusion set had a bent cannula. The user also reported significant abdominal scar tissue, and it was determined that insulin absorption from infusion sets placed into scar tissue was the most likely cause of inadequate insulin delivery and subsequent hyperglycemia. No device malfunction was alleged or identified. Based on the available information, the event was attributed to reduced insulin absorption associated with infusion set placement into scar tissue rather than a deficiency in the ilet system. If additional information becomes available, a supplemental MDR will be submitted.